Event description:
The customer reported that the paramedics were called over the weekend due to low blood glucose. Troubleshooting was declined as customer just did connect a new sensor, and she got lost sensor alarm. Explained the caller that she needs to wait two hours from the time the sensor is inserted in her body and connecting the transmitter. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.